Event description:
It was reported that a physician was having problems with his programming system. The programming system would not communicate with a vns patient's device. Changing the battery and verifying the connections did not resolve the issue. The site indicated the problem had occurred before, but they were eventually able to get the programming system to function properly. Further followup with the physician's office revealed that they were able to interrogate the patient's device, but not able to perform diagnostic testing. A new programming system was sent to the site and was reported to be operating properly. The old programming system has been returned to the manufacturer. Analysis of the handheld and flashcard revealed no anomalies. The programming wand is undergoing analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.